Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra smart meter continued to prompt "apply sample" after having applied a blood sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6am, the patient reported the alleged issue began. The patient reported that she manages her diabetes with self adjusting insulin (type and dose unknown). The patient reported making no changes in regards to her usual diabetes management routine. Approximately 12 hours later, the patient reported feeling sweaty, shaky, confused and having tingling lips. On (B)(6) 2012 at 6pm, the patient reported treated self with food and/ or drink in response to the onset of the alleged symptoms. At the time of troubleshooting, the cca determined the patients' testing process was correct, and this was not the first time the subject meter had been used. The cca was unable to assist the patient to perform a retest due to the patient not having the correct test strips available. The patient reported that she did not attempt to take her blood glucose on any other device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have dry blood under the strip port contact (spc) pins and spc pin 2 was lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.